Event description:
A customer alleges the unit stopped ventilating without an alarm. A pt reportedly died, however, there is no allegation that the death was attributed to the equipment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info will not be released by the hospital.